Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at segment of the internal carotid artery with a max diameter of 8.9 mm and a 7 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 4.5 mm distally and 4.4 mm proximally. It was unknown if the dual antiplatelet treatment (dapt) was administered. It was reported that a ped2-450-25 stent was selected for implantation. After adequate flushing, the ped2-450-25 was delivered int o the stent microcatheter. During deployment of the flow-diverting dense mesh stent, thedistal end of the stent failed to open. The operator made multiple attempts without success. Even before reaching the recapture marker, repeated push-pull maneuvers still failed to open the stent. Considering that repeated attempts might have caused intimal injury to the vessel, the stent was withdrawn. On removal, the stent was found to be deformed and could no longer be used. To ensure patient safety and allow the procedure to proceed smoothly, another stent was used, and the procedure was completed successfully. The angiographic result post procedure showed a vessel patent the pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.